Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaphylactic reaction ("anaphylactic reaction"), back pain ("back pain"), migraine ("migraines"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), mood altered ("moody"), abdominal distension ("bloated"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), urticaria ("hives"), hypersensitivity ("severe allergic reaction"), depression ("depression") and salpingitis ("inflammation in tubes"). The patient was treated with surgery (removal tubes). At the time of the report, the pelvic pain, anaphylactic reaction, back pain, migraine, abdominal pain upper, fatigue, mood altered, abdominal distension, alopecia, dyspareunia, urticaria, hypersensitivity, depression and salpingitis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, anaphylactic reaction, back pain, depression, dyspareunia, fatigue, hypersensitivity, migraine, mood altered, pelvic pain, salpingitis and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- anaphylactic reaction, back pain, migraine, stomach pain, tiredness, moody, bloated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added.. Event added as alopecia, pelvic pain, dyspareunia, urticaria, hypersensitivity, depression and salpingitis . Event pelvic pain was marked medically significant and serious incident as surgery was reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.